Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 200 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had a cracked reservoir tube lip, reservoir tube, case window display corner, scratched lcd window and case.